Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this recently implanted implantable cardioverter defibrillator (ICD) due to noise visible on all three channels without oversensing. In addition, intermittent right atrial (ra) lead undersensing was suspected due to the appearance of atrially paced beats into the native qrs. Technical services (ts) reviewed possible causes and troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this recently implanted implantable cardioverter defibrillator (ICD) due to noise visible on all three channels without oversensing. In addition, intermittent right atrial (ra) lead undersensing was suspected due to the appearance of atrially paced beats into the native qrs. Technical services (ts) reviewed possible causes and troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to possible ventricular tachycardia (vt) and right atrial (ra) sensing concerns. Baseline noise from the patient's left ventricular assist device (lvad) on the ra channel makes it difficult to differentiate between small p-waves and noisy signals. Technical services (ts) reviewed troubleshooting options and programming considerations. Ts also reviewed that the faster ventricular-sense and premature ventricular contraction (pvc) markers were likely atrial-driven. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this recently implanted implantable cardioverter defibrillator (ICD) due to noise visible on all three channels without oversensing. In addition, intermittent right atrial (ra) lead undersensing was suspected due to the appearance of atrially paced beats into the native qrs. Technical services (ts) reviewed possible causes and troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to possible ventricular tachycardia (vt) and right atrial (ra) sensing concerns. Baseline noise from the patient's left ventricular assist device (lvad) on the ra channel makes it difficult to differentiate between small p-waves and noisy signals. Technical services (ts) reviewed troubleshooting options and programming considerations. Ts also reviewed that the faster ventricular-sense and premature ventricular contraction (pvc) markers were likely atrial-driven. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that noise was reported on all electrograms (egms) but not oversensed on various dates. The noise resembled electromagnetic interference (emi) and appeared to happen all the time, likely due to the patient's left ventricular assist device (lvad). The lvad noise did not seem to impact sensing, and shock impedances were in the 40 ohms range. Technical services (ts) discussed troubleshooting/programming considerations. The patient was scheduled for defibrillation threshold (dft) testing, and ts explained that dft testing was really meant for ventricular fibrillation (vf), not vt. It was noted that the patient was prescribed sotalol after non-conversion. Defibrillation threshold (dft) testing was successful at 41j, and the physician decided not to make any changes to the system. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: added f2303/medication required.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this recently implanted implantable cardioverter defibrillator (ICD) due to noise visible on all three channels without oversensing. In addition, intermittent right atrial (ra) lead undersensing was suspected due to the appearance of atrially paced beats into the native qrs. Technical services (ts) reviewed possible causes and troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to possible ventricular tachycardia (vt) and right atrial (ra) sensing concerns. Baseline noise from the patient's left ventricular assist device (lvad) on the ra channel makes it difficult to differentiate between small p-waves and noisy signals. Technical services (ts) reviewed troubleshooting options and programming considerations. Ts also reviewed that the faster ventricular-sense and premature ventricular contraction (pvc) markers were likely atrial-driven. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that noise was reported on all electrograms (egms) but not oversensed on various dates. The noise resembled electromagnetic interference (emi) and appeared to happen all the time, likely due to the patient's left ventricular assist device (lvad). The lvad noise did not seem to impact sensing, and shock impedances were in the 40 ohms range. Technical services (ts) discussed troubleshooting/programming considerations. The patient was scheduled for defibrillation threshold (dft) testing, and ts explained that dft testing was really meant for ventricular fibrillation (vf), not vt. It was noted that the patient was prescribed sotalol after non-conversion. Defibrillation threshold (dft) testing was successful at 41j, and the physician decided not to make any changes to the system. This ICD system remains in service. No additional adverse patient effects were reported.